Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from an healthcare professional (hcp), regarding a patient receiving an unknown drug via an implantable pump. The hcp reported that they had a note in the patient's chart from 2011 stating that there was a catheter fracture in 2011. The caller did not have any more information.